Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to advance and difficulty to remove were confirmed through observation. Additionally, there was noted bunching in the inner and outer member proximal to the proximal balloon seal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device and guidewire were damaged when the guide catheter broke causing the guide wire to be frozen in the lumen causing the reported difficulty to advance. The device was then removed; however, the device was unable to be removed from the guiding catheter causing the reported difficulty to remove, noted shaft bunching and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca). While advancing a 3.5x18mm xience alpine drug eluting stent (des) over a 0.014 whisper guide wire (gw), through a non-abbott guide catheter, the guide catheter broke. Upon attempted removal of the devices, it was noted that the stent could not be removed from the gw, resulting in deformation of the stent. The devices were ultimately able to be removed without intervention, and another wire and stent were used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. (B)(6) 2021: subsequent to the initially filed report, the following information was received: per the returned device analysis, the clarifier for code 1528 ¿ difficult to remove, has been changed from stent to sds, as the entire device was unable to be removed from the guide wire. Reportability will remain malfunction for the MDR.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The ht whisper ms guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca). While advancing a 3.5x18mm xience alpine drug eluting stent (des) over a 0.014 whisper guide wire (gw), through a non-abbott guide catheter, the guide catheter broke. Upon attempted removal of the devices, it was noted that the stent could not be removed from the gw, resulting in deformation of the stent. The devices were ultimately able to be removed without intervention, and another wire and stent were used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.